Event description:
Boston scientific received information that this atrial lead was repositioned due to possible lead malfunction. Additional information received from the field representative that the atrial lead was dislodged. This lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.